Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Frozen screen not confirmed. Pump error 40 not confirmed. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the pump back on. No unexpected pump error 23 alarms were noted. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen screen and insulin pump was buzzing with the medtronic logo on screen and not able to clear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.